Event description:
It was reported that the a3059 mayfield composite series skull clamp had loose closed architecture locking knob. The lock was easy to turn and therefore does not lock. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on march 16, 2017. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: evaluation of returned device; reported problem could not be duplicated. Locking mechanism appears to be working correctly on this unit. DHR review; no non conformances and/or deviations noted. Complaints history; no additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: root cause could not be determined since no failure was found.